Event description:
Reporter stated that the surgeon inserted a single piece collamer intraocular lens model cc4204bf into patient's eye and the patient's capsule bag tore. The surgeon enlarged the incision and removed the lens. A vitrectomy was peformed and an anterior chamber lens was put in the sulcus and a suture was used to close the wound. The reporter stated that the patient's capsular bag was weak and didn't support the lens. There was no lens damage when it was inserted into the eye and the surgeon stated it was due to the patient's anatomy and not the lens.